Manufacturer narrative:
Concomitant product: product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015 information was received from a representative and family member regarding a patient receiving intrathecal dilaudid at 4 mg/day (concentration unknown). The patient was afraid to use their personal therapy manager (ptm). They had been reprogrammed on (B)(6) 2015 with an increase in their patient activated (pa) bolus amount. The amount of the bolus was programmed to 4 mg per pa bolus which was also the total dose of 4 mg/day. The previous pa bolus amount was 0.2 mg. The patient's son also stated that if the pump was set up so that if the patient hit the bolus button, it would deliver five times the necessary amount of therapy to the patient. The patient was going to contact their hcp and not use their ptm. The representative was wondering if medtronic could add more visible pop-ups to the 8840 programmer to avoid this issue from occurring. Additional information was received on (B)(6) 2015 from a representative indicating that it was a data entry error, and there was no issue with the 8840 programmer. The patient was reprogrammed "this week," and the error was resolved. Additional information was requested to determine when the patient first started experiencing the bolus issue, what the ptm serial number involved with the bolus issue was, what symptoms, if any, the patient experienced related to the bolus issue, and what troubleshooting was performed related to the bolus issue, and if the bolus issue resolved. It was also requested that the patient's hcp clarify the bolus issue.